Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, through the photos provided. It is not possible to determine, the lot number. And catalog observed, rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by MRI and ultrasound. The device has been explanted.